Manufacturer narrative:
Address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had particulate matter inside the tubing. This was identified during priming. It was further reported that the particulate matter did not move when the set was being primed with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was done and observed a piece of degraded burned plastic resin inside the tubing.further laboratory analysis of the particle revealed it was burnt resin which was solid, brown in color, irregular shape, opaque, hard texture and homogenous. The reported condition was verified. The cause of the condition was due to used resin in the extruder during the tubing manufacture process. There are controls in place for risk reduction in order to prevent and detect contamination. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.